Event description:
The customer reported side scatter signal is dropping on the navios ex 10 color/3 laser flow cytometer instrument when running their laboratory developed test (ldt) protocol. The feedback provided by the customer indicated that the issue could potentially impact any of the cd markers run in the test panel and that erroneous results were generated but not reported out of the laboratory (lab). The suspect runs were rejected and were rerun on another instrument. There was no report of injury, death, or delaychanges in treatment or diagnosis related to the reported issue. There were no reports of harm to a patient, an operator, or any other person.

Manufacturer narrative:
The beckman field service engineer (fse) went on site and confirmed the reported issue. The issue was resolved by replacing the cyto sca assy and crs scatters assy boards. The instrument was verified as operating to specifications. Bec internal identified - (B)(4).